Manufacturer narrative:
The device was not returned for analysis. The lot history record (lhr) for this product could not be reviewed because the lot number was not reported. Additionally, a query of the complaint handling database for the reported lot could not be conducted based on the lot number since the lot number was not reported. The root cause of the reported difficulties cannot be determined. The subsequent treatment is related to circumstances of the procedure. Based on the information provided it is possible that there was a needle to cuff miss as the link was still in the broken foot. The cuff miss either contributed to the foot break or manipulation of the device due to the difficult to open or close and/or the difficult to remove caused the foot break. The difficulty to open or close and difficult to remove may be related to interaction with tissue or the preplaced suture of the first device. There is, therefore, no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery with a proglide device using the pre-close technique via a 6f sheath hole prior to an interventional percutaneous aneurysm procedure. Reportedly, the suture of the first device was successfully pre-placed. However, when attempting to remove the second device, there was difficulty closing the foot. The device was ultimately successfully removed without intervention; however, a foot break [separation] was noted. The foot was attached to the link and successfully removed from the patient. The pre-placed suture of the first device was also removed. The sutures of two additional proglide devices were successfully pre-placed. The sheath was upsized to an 18f sheath, and the percutaneous aneurysm procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure. No additional information was provided.